Event description:
It was reported that a few hours after the xact stent implantation in the right internal carotid artery, the patient was noted to have dysarthria and left hemiparesia. Brain MRI showed acute, ischemic, embolic infarctions, diagnosed as a cerebrovascular accident. No treatment was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, embolism and ischemia are known potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.